Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump also received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minors scratched lcd window, scratched reservoir tube window, and stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer is unable to read the screen of the device. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.